Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the events is caused by the component failure of the light guide adaptor, component failure of the rigid tube, component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the laparoscope exhibited loose distal end of light-guide connector, rigid tube was dented, and the light guide bundle was chipped. There was no patient involvement.